Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as red, lumpy with puss where the adhesive touches the skin. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother reported taking patient to the doctor on (B)(6) 2015 for the reported event. Physician told mother that patient is allergic to adhesive. Physician prescribed steroid cream to treat the affected area. At the time of contact, patient's current condition was good. No additional event or patient information is available.